Event description:
Additional details were provided on 09sep2025 that the alarms were confirmed to have been due to progression of sts and phase-to-phase progression.

Manufacturer narrative:
Sections d4/h4: updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of controller fault alarms. A review of the submitted backup controller event log file (B)(6) spanned approximately 4 days (24apr2024, 01jan2000, and 23aug2025 ¿ 24aug2025 per time stamp). Multiple pump stop and low speed advisories events were intermittently observed from 23aug2025 at 15:05:48 ¿ 24aug2025 at 02:14:17 while connected to batteries and the power module due to fluctuating phases. These pump stops and low speed events will be addressed via the pump investigation under pi-2025-0136755-01. The driveline fault alarm was captured during these events due to the phase fluctuations. There were no other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were produced while testing. The provided information indicated that the primary controller had a controller fault and the patient had a known short-to-shield after a repair attempt. The customer replaced the system controller. On 24aug2025, customer stated that the new system controller also showed a fault. The customer was unable to submit log files from either controller. The customer stated that the pump had stopped and will not restart even after replacing the controller. Additional information stated that the cause of the alarms was due to progression of the short to shield. The controller fault alarms and pump stop events were due to the short to shield. The event was not correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the heartline with a system controller fault alarm. The patient presented with a known short-to-shield (sts) following a prior repair attempt, and the system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.